Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was experiencing frequent low flow alarms with rpm's down below 2000, multiple times. The power source was changed and connections were checked. The system controller was exchanged with another system controller and no further low flows were reported after the exchange.

Manufacturer narrative:
The system controller was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.